Manufacturer narrative:
Concomitant medical products: 6935m55 lead implanted (B)(6) 2015; 439685 lead implanted (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an alert triggered for out-of-range pacing impedance on the right ventricular (rv) lead. High pacing thresholds were noted on the left ventricular (lv) lead. Undersensing and low p-waves were noted on the right atrial (ra) lead. The leads remain in use. No patient complications have been reported as a result of this event.